Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was on and off there was a burning sensation at the implantable neurostimulator (ins) site. This event occurred following a fainting episode on (B)(6) 2011 where the patient fell. A reprogramming occurred after the patient fainted and stimulation location, amplitude and recharging were all satisfactory. The burning/warmth sensation had happened twice with stimulation off and once with it on. The patient's husband felt the area and stated it felt a "normal" temperature. The patient was in the process of scheduling x-rays and a CT scan of the ins area. The patient would continue working with their healthcare provider (hcp). Additional information has been requested, but was not available as of the date of this report.